Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Triathlon insert trial cracked upon impact during trialing.

Manufacturer narrative:
An event regarding fracture involving a triathlon standard insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported fracture. No material or manufacturing defects were identified medical records received and evaluation: not performed as clinical factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
Triathlon insert trial cracked upon impact during trialing.